Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Evaluation conclusion code no longer applies.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2016. The pump was explanted on an unknown date and returned for analysis with no other information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal hydromorphone 2 mg/ml at 0.8925 mg/day and bupivacaine 30 mg/ml at 13.388 mg/day. The indications for use were non-malignant pain and post lumbar laminectomy syndrome. The patient saw an 8476 code (indicating motor stall) on the personal therapy manager (ptm). The hcp was not aware of the patient having an MRI. The pump had not yet been interrogated. There were no symptoms reported.

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication of the gear train and a stall due to shaft bearing. Evaluation conclusion code and evaluation result code no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.